Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Visually inspected and verified the insert has water and vibration. Insert leaks at the hp sealing o-ring area and does not meet spec. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/19 the temperature is 96.6° degrees. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). A DHR review was conducted with no discrepancies noted. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 25k fsi-sli-1000 insert, there were water flow issues and the insert was overheating. The event outcome is unknown as of this MDR evaluation.